Event description:
It was reported that patient had device removed on (B)(6) 2013 because it made her bladder problem worsened instead of better. Addition information received 3 days later indicated that patient incontinence was not better with device. It was indicated that event was not attributed to any of the device. It was unknown if the issue was due to lead/extension and was noted that patient fell on the device. It was noted that the device was explanted. The patient was not hospitalized and outcome was reported as recovered without sequela. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID: 3093-28, lot# va044he, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).